Event description:
The customer stated that while attempting to perform a qc test on the ortho provue analyzer, they witnessed the probe drip liquid. No reagent red cells or samples were diluted by the dripping. The analyzer was immediately shut off.

Manufacturer narrative:
The customer stated that while attempting to perform a qc test on the ortho provue analyzer, they witnessed the probe drip liquid. No reagent red cells or samples were diluted by the dripping. The analyzer was immediately shut off. It was determined that a possible clogged probe or loose connection of the probe tubing contributed to the incident. This tubing connects the wash station of the probe to the fluid waste bottle. This clogged or improperly connected tubing caused the backup of wash solution to drip from the probe. The field engineer replaced the probe and tubing returning the instrument to its expected function. If the probe had dripped into a reagent, depending on the specific reagent diluted, a false negative blood type or antibody screen (due to the diluted red cell reagent product) could occur leading to the inadvertent transfusion of incompatible blood or antigen-positive red cells or antibody-containing plasma that could lead to a hemolytic transfusion reaction in a susceptible pt. The likelihood of serious injury is no remote. Based on the available info, mts is reporting this event based on the potential for injury should the event recur without detection by the user.